Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in austria using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. The following mdrs are being submitted in association with this observation: 3005248192-2023-00310 3005248192-2023-00311 3005248192-2023-00312.

Event description:
The customer reported 5 false positive result for the flu b target on the alinity m resp-4-plex assay. Initially, the customer reported 1 false positive result for the flu b target on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2023 and was positive for the sars-cov-2 and flu b targets. The sars-cov-2 result was confirmed while the flu b result was negative in a retest performed at another laboratory and the test method was not known. The patient was not vaccinated for influenza prior to pcr testing. The flu b positive result was not communicated outside of the laboratory and there was no impact to patient management. The customer subsequently reported the following 4 samples as false positive for the flu b target on alinity m resp-4-plex assay: sample ID test date (B)(6) 2023 (B)(6) 2023 (B)(6) 2023 (B)(6) 2023 these samples could not be confirmed with another pcr instrument in the same laboratory. There was no report of impact to patient management. The additional run dates associated with the 5 sample ids (sids) will be reported under additional mdrs.

Manufacturer narrative:
In the investigation text below, correct lot number 392624 to 392625. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 and lot 384134 are performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 and lot 384134. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 and lot 384134 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 and lot 384134 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 and lot 384134. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 and lot 384134 was not identified.

Manufacturer narrative:
Corrected d4 primary unique device identifer (UDI) number. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 392624 and lot 384134 are performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392624 and lot 384134. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 392624 and lot 384134 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392624 and lot 384134 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 392624 and lot 384134. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392624 and lot 384134 was not identified.